Manufacturer narrative:
D10 concomitant products: e7507, e7507 polyhesive ii rem ret el w/cord (lot#:241550258t). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, postoperative above knee amputation, a second degree burn was noticed after removal of the grounding pad at flank/near buttocks.